Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs and a video were provided for evaluation. Visual inspection of the photos and video showed a leak from the access line near the luer connector. The specific defect that allowed the leakage was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the access line of a prismaflex st100 set was damaged and leaked during continuous renal replacement therapy. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.